Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #:(B)(6). Investigation summary: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The incident reported by this complaint will be monitored to tendency analysis.

Event description:
It was reported that an unspecified number of syringes plastipak 20ml s/su experienced poor perforarion on packaging which was noted during use. The following information was provided by the initial reporter: the packaging breaks easily when the syringe units are separated, causing the packaging to open and the material to become unusable because it is no longer sterile.